Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical device rep. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient's hip-surgery, the rate response feature of the leadless implantable pulse generator (ipg) exhibited a distinct change in performance. The device was found to be pacing mostly at the upper sensor rate. Reprogramming was performed, and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.